Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: defective clip pliers during the procedure: half the time, the clip does not load on the tip. Operator decides to open a new box dm keeps, disinfects, and makes available to the pharmacy. Additional information received by applied medical rep via email on 10feb26: no patient injury and nothing to report regarding the patient's condition. Cholecystectomy. Clip would not load or fell out immediately. 5mm trocar. It happened several times. A clip was not loaded in the jaws before insertion/removal of the instrument through the trocar. A loaded clip was not manually removed from the jaws. Intervention: device replacement. Patient status: no patient injury and nothing to report regarding the patient's condition.